Event description:
It was reported that the event occurred while in the cath lab. The md inserted the intra-aortic balloon (iab) through the teflon sheath via left femoral with no issues. When the pump was connected the "helium loss" alarmed. There was no blood visible; the iab and helium line were not kinked. There were no anatomical abnormalities with the pt, pt had sinus rhythm. After 10 beats the alert occurred again and again. The md reduced the balloon volume, corrected placement of the balloon and several other attempts were made with no success. As a result, the iab and sheath were removed as one unit successfully. No medical/surgical intervention was needed. No report of pt death, complications of injury. There was a delay or interruption in therapy noted with no harm to the pt. The clinical support checked the pump with a demo iab and the pump worked perfect. It was noted that the pump used was the iap-0500d, serial #(B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.